Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the battery cap and the battery compartment were damaged and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 11/10/2016. The device has been returned and evaluated by product analysis on 10/15/2016 with the following findings. The battery compartment is cracked on the side at the threads and cracked below the bumper pad. Corrosion observed in the battery compartment test cap is able to attach to the pump and power it on. Pump current draws measure within the required specification. Evidence of short battery life is observed with drastic voltage drop leading to a ¿cs128¿ alarm on (B)(6) 2016 at 07:55. Leak test fails with battery compartment leak. Removal of the pump cover showed no further evidence of moisture ingress. No damage to the power circuit or battery flex was found.